Manufacturer narrative:
An event of device embolization device detached from the delivery cable was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. H6. Medical device problem code 4045 premature separation has been removed. B5 previously reported information related to the premature detachment is now covered in related manufacturer reference number: 2135147-2023-02567.

Event description:
It was reported that 28mm amplatzer septal occluder was selected for an implant on (B)(6) 2023. Was selected for an implant. During the procedure, the device partially came out from the delivery catheter, the device embolized into left atrial side from delivery sheath. The patient was sent to emergency surgery to recover the device. It was alleged that the device screw locking system was not working well. Patient was reported as stable. Related manufacturer reference number: 2135147-2023-02567 now captures the premature separation of the occluder from the delivery system.

Manufacturer narrative:
An event of device embolization and premature separation was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that 28mm amplatzer septal occluder was selected for an implant on (B)(6) 2023. During the procedure, as soon as the device partially came out from the delivery catheter, the device embolized into left atrial side from delivery sheath. The patient was sent to emergency surgery to recovered the device. The physician alleged that the device screws locking system was not working well. Patient is stable, no additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.